Event description:
Healthcare professional reported injecting a patient in the subcutaneous plane of the mental crease with 0.15 cc juvéderm® ultra plus xc. The injector went down to the bone and aspirated first to check for vasculature. The patient had ¿initial soreness.¿ approximately 24-48h later, the patient reported ¿pain¿ in the gums and general jaw area and visualized ¿small, pimple-like lesion with pus coming out¿ of the injection site. The patient was treated with doxycycline for 10 days, asa 325, and a warm compress the next day. The patient has a history of back issues and hypothyroidism, a history or previous juvéderm® ultra and juvéderm® ultra plus and takes synthroid concomitantly. The event is ongoing, but the swelling has come down.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.